Event description:
Additional information received from the manufacturer representative and health care provider (hcp) reported that the manufacturer representative did not see the patient after placement of the trial leads. They talked with the patient's hcp and they believed the itching was related to the betadine scrub pre-procedure and the adhesive of the tape. The trial was due to end the day after the patient called their hcp so the hcp just pulled the lead and completed the trial.

Manufacturer narrative:
(B)(4).

Event description:
The consumer via a manufacturer representative reported that last night the trial patient woke up with severe itching on their back and due to scratching they pulled the lead out. The patient had redness in the back where the tape was. The patient wanted to know what they should do if the line was not working. The patient changed the lead and was now on the right site at 7.3 amps and felt stimulation. The patient spoke with manufacturer representative and wanted to get a hold of them. No troubleshooting was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.